Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The lemo connector was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system shut down and the screens turned gray. No pt injury was reported.